Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) is not to be resuscitated. During the appointment to turn the device off, the device reported a fault code 01, charge time out message. The device reported a battery status of end-of-life (eol), although the monitoring voltage cooresponded with beginning-of-life (bol). Approximately one week following declaration of eol, the device was able to deliver a shock with a charge time of 5.6 seconds. The device's tachy therapy was turned off.